Event description:
The distributor reported that the up, down, ok, and contrast buttons were not activating desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/22/2011 device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that the up arrow keypad button was intermittently unresponsive. There was evidence of contamination and corrosion found under the key contacts.